Event description:
Patient for a pre-transcatheter aortic valve replacement workup was undergoing a percutaneous transluminal coronary angioplasty. During the procedure, the balloon got stuck on transition piece of the asahi sion blue guide wire. As a result, both the guide wire and the balloon needed to be removed. No known harm to the patient.